Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump and driveline extension cable were received for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the driveline extension cable did not reveal any anomalies, the device passed visual inspection and functional testing. Failure analysis of the pump revealed that the device passed functional testing; however visual inspection showed faint scoring on the inferior surface of the impeller. This scoring was not present prior to release of the device which indicates that it might have been induced during use of the device. No abrasions were noted on the pump housing surfaces and superior surface of the impeller. The reported event could not be confirmed via log analysis since log files were not provided. A supplemental test was performed with driveline extension cable and representative samples of controller and batteries in an attempt to replicate the reported event. The reported event could not be replicated since the pump started without any issues and the system performed as intended. Based on the investigation conducted, the returned devices performed as intended. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the ri sk documentation, the most likely root cause of the reported event may be attributed to multiple factors including but not limited to improper de-airing of the pump, incomplete submersion of the pump in d5w solution, an improper connection between the driveline extension cable and controller and/or driveline. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that during the during the wet test, the flow and power readings appeared "low". Power was 0.5 watts and flow initially read 0.7 lpm. It was confirmed that the inflow and outflow were far enough away from the walls of the basin. D5w solution was utilized for the wet test. Another driveline extension cable was attempted and the wet test passed without issue. Additional information was received from the site indicated that the driveline extension cable never came in contact with the patient. The patient was then transplanted on (B)(6) 2017 as a routine transplant. No patient complications have been reported as a result of this event.